Manufacturer narrative:
The outer sheath of the needle was not returned, limiting the device evaluation that could be performed. The investigation could not determine the root cause for the needle break.

Event description:
It was reported that during the physician's third or fourth attempt to obtain a third biopsy sample with the subject device, the physician encountered difficulty obtaining the sample and suspected that the needle had broken. The hospital staff used fluoroscopy and confirmed the tip of the needle had detached inside the patient. The physician retracted the scope which brought the needle tip back to the patient's trachea where it then fell out of the scope into the trachea. The physician used a non-auris bronchoscope to retrieve the needle tip from the trachea. There were no reported clinical consequences to the patient.